Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used in a veterinary case. No patient information will be reported.

Event description:
This is report 1 of 1 for this (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the small battery drive was received under ra number (B)(4) and serviced under work order number (B)(4) on (B)(4) 2011. The small battery drives motor was not running at full power. The service techs replaced the motor and all applicable components were replaced. The item was returned to the customer on (B)(4) 2011. The cause of the issue cannot be determined as there are many variables, such as the care and use of the item. Device is a veterinary product. Device is similar to a device marketed for human use.

Event description:
It was reported that the small battery drive (532.010) is not powerful enough. It keeps stopping regardless of which battery is used. No harm was caused to any patient.